Manufacturer narrative:
This is consistent with a previous investigation that was performed for a similar product failure. There were deep gouges on the top and bottom surfaces of the blade that are consistant with excess torque being applied. In addition, there are indentations on the sides of the blade and rounding on the teeth that would indicate the blade made contact with something harder than bone. Monitoring of this type of failure, this does not represent a trend, we will continue to monitor. Reporting out of an abundance of caution.

Event description:
The customer reported that a large bone blade broke while making femoral cuts in a total knee procedure while making the femur cut. The patient was not injured. Medwatch form 5115967 was received.